Event description:
An alarm issue was reported with the adc device in use with an iphone 14 promax phone with an ios operating system version 16.2. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced symptoms of hypoglycemia and was unable to self-treat, requiring treatment of glucose by a non-healthcare provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The user reported reported signal loss. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the freestyle librelink app. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone 14 promax phone with an ios operating system version 16.2 and app version 21027677. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced symptoms of hypoglycemia and was unable to self-treat, requiring treatment of glucose by a non-healthcare provider. There was no report of death or permanent impairment associated with this event.